Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date:(B)(6) 2014, inratio2 inr: 1.5; laboratory inr: 2.5; date: (B)(6) 2014; inratio2 inr: 1.6; laboratory inr: 2.6; therapeutic range: 2.0-3.0. The time between testing was within one (1) minute. Customer reports that the nurse holds the meter in her hand and then once the blood is on the meter she puts it on a table. It was not specified if this occurred for only one test, or all of the tests. Customer cannot confirm whether or not the nurse added one or two drops, as the nurse does one or the other depending. In addition, the customer reports using the inratio2 pt/inr professional test strip with an original inratio monitor. The patient's coumadin was changed based on the laboratory results.

Manufacturer narrative:
Investigation pending.